Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced heart block. During procedure for a cavotricuspid isthmus ablation (cit) procedure to treat atrial fibrillation a farawave 2.0 nav catheter was selected for use. Pr elongation seen at cti ablation, it was resolved prior to case end. Procedure was completed with original device. No medical interventions were performed. The patient outcome is currently unknown. The device is not expected to return as it was disposed.